Manufacturer narrative:
The lot number was provided, and the device history record was reviewed indicating that the product was released accomplishing all quality standards. The device was manufactured on 15-may-2021. A sample was received for the analysis. The reported issue of air in the line was confirmed and a corrective and preventive action was opened to address the reported issue. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they have noticed air bubbles in the tubing. There was no patient harm reported.